Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025. The sensor's site is the right upper arm. It was confirmed that an incision was made to attempt to remove the sensor. The sensor was palpable before the incision. Transmitter and magnet was used to localize the sensor.

Manufacturer narrative:
The sensor was successfully removed during the second removal attempt. No further investigation was found necessary. No further investigation was found necessary. B4. Date of this report 22 oct 2025. G3. Date received by the manufacturer? 22 oct 2025. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.